Event description:
It was observed that during the device evaluation, the video scope exhibited the outer tube is not secured and image is rotated. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of the outer tube. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information regarding the update request. Updated fields: b5, d4, h2, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: insertion pipe is deformed a root cause could not be identified. Based on the results of the investigation, it is likely that the cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.